Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the ipg would get hot during charging. The patient underwent an ipg replacement procedure.